Event description:
It was initially reported that the patient experienced inadequate pain relief due to low batteries on both of their implantable neurostimulators (ins). The battery depletion was normal. (B)(6) weeks later, the patient reported a shocking sensation and stimulation in the wrong location. The shocking sensation was felt throughout the patient's body. There were no falls or trauma associated with the complaint, but it was noted that the patient had surgery for spinal stenosis about two years ago; however, the patient stated the change in stimulation did not occur after the surgery. The patient stated that when he turned to the right, he felt no stimulation and when he turned to the left, he felt stimulation only in certain areas. An x-ray was recommended and a battery longevity check showed both batteries were low. Impedance tests showed low impedances on the left ins between electrodes 0 and 3, but they were not programmed together. The right ins showed high impedances between electrodes 0 and 1. Both ins's were scheduled to be replaced for normal battery depletion. Additional information was requested but was not available at the time of this report. See also manufacturer's report # 6000032-2012-00099 for concomitant system.

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 1994, explanted:, product type: extension; product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2001, explanted:, product type: extension; product ID (B)(4), lot#, serial# (B)(4), implanted:, explanted:, product type: programmer; patient product ID: (B)(4), lot#, serial# (B)(4), implanted:, explanted:, product type: programmer; patient product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 1994, explanted:, product type: lead; product ID (B)(4), lot# l85959, serial#, implanted: (B)(6) 2001, explanted:, product type: lead. (B)(4).